Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 369159a meets release criteria. The product performed as expected. A review of the manufacturing records for lot 369159a did not uncover any non-conformances. The lot met release specifications. The patient has lupus, aps, stage iii kidney failure, undergoes ivig therapy, and is taking various medications. Certain medications and health conditions may affect the action of oral anticoagulants and impact the performance of the assay. The patient's sample may have interfered with the test and cannot be ruled out as a possible root cause for the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range 3-4: on (B)(6) 2016: inratio = 2.7; lab = 5.2; testing between inratio and lab was within a 2 hour period; on (B)(6) 2016: inratio = 5.9; lab = 6.1; testing between inratio and lab was within a 2 hour period; on (B)(6) 2016 inratio = 1.9; lab = 4.9; testing between inratio and lab was within a 2 hour period. No reported adverse patient sequela